Event description:
It was reported that the tip of the curette broke off in the patient disc space during a discectomy. The disc space collapsed. The tip of the currette was left in the disc space.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. The device has been returned to the manufacturer for evaluation. Macroscopic examination confirms ~5mm of probe tip broken off, the broken off portion of the tip is missing and not returned for analysis. Microscopic examination of the fracture revealed a quasi-brittle fracture surface with no indications of torsion or fatigue. Plastic deformation of tip suggests the direction of fracture, consistent with bend stress overload. Tip diameter and material hardness inspected and found to be conforming to print specification. The above observations are consistent with bend stress overload.